Manufacturer narrative:
Device power up properly after battery installation. No blank display or audio/beep anomaly noted. Unit was received with normal operating currents and passed self-test, unexpected restart error test and displacement test. No unexpected off no power, bad battery, low battery, weak battery, battery out limit and failed battery test alarms noted during testing. (B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump screen was blank and the it making a constant tone. The customer¿s blood glucose level was 183 mg/dl at the time of the incident. The customer was assisted with troubleshooting. Customer was not calling back after receiving a new battery cap. Customer states the insulin pump did not shows signs of physical damage. Customer states the insulin pump did not dropped or bumped. Customer states the insulin pump did not exposed to moisture. Customer states the contacts on the battery cap were not missing or damaged. Customer states battery compartment was neither damaged nor corroded. Customer states the spring was neither damaged nor corroded. The customer inserted the new battery and stated the insert battery alarm did not display on the insulin pump screen. Customer states the display did not return after insulin pump restart. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The customer was advised the insulin pump will be replaced as per troubleshoot. The insulin pump will be returned for analysis.